Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During evaluation, the returned device failed homechoice return instrument test/evaluation (rite) functional testing. The external inspection was performed and passed, along with all of the electrical testing. Temperature was within specifications. The door assembly was inspected and it had revealed a cracked door piston and deteriorated piston foam. A volumetric accuracy test was performed and the device failed. The evaluation found that the cause was the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional test due to failing therapy monitored volume performance specification. Device failed during evaluation, no patient involved. No additional information is available.